Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pgh462, and no non-conformances were identified. The following information was requested but unavailable: did the barbs fail to sufficiently hold the tissue or the fixation loop failed to hold the tissue or the fixation loop broke or suture broke or other, explain? How was case completed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain.

Event description:
It was reported that the patient underwent rectal prolapse surgery on (B)(6) 2020 and barbed suture was used. During a rectal prolapse surgery, after the first back-stitch after suturing on the peritoneum, the whole sutured site opened when cutting the suture. The operation time was extended within 30 minutes. The surgeon opined that it is because extra tension was applied than usual. Further details were not provided. There were no adverse consequences to the patient.